Event description:
Caller reported a malfunction code on the mobi pump. There was no reported adverse impact on the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the caller with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump.